Event description:
This spontaneous report was received on (B)(6)-2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach access daily flosser for dental cleaning (route-dental, lot number, expiration date and frequency unspecified). After an unspecified duration, the consumer noticed that the flossers broke while using. The consumer stated that the flossers were loose at the sides. The consumer stated that the device was used before without any adverse events. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is 20-sep-2012. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is (B)(4)-2012. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach access daily flosser for dental cleaning (route-dental, lot number, expiration date and frequency unspecified). After an unspecified duration, the consumer noticed that the flossers broke while using. The consumer stated that the flossers were loose at the sides. The consumer stated that the device was used before without any adverse events. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on 22-aug-2012. Lot number was not reported and a returned field sample was not received for evaluation. A review of the data associated with complaint categories (damaged/defective product, breaks/falls apart with use and reportable pqc) revealed no adverse trends. The non-conformances generated two years prior to the complaint event date ((B)(6) 2012) were reviewed. No non-conformance was opened related to the reported defect for the reported lot number. After a full review of the molds, mold equipment, test apparatus and test procedures, it was concluded that all processes and operations were satisfactory. A review to the specification changes was performed two years prior to the complaint event date ((B)(6) 2012) and changes were not expected to cause the defect described in the complaint event description. A review of the investigation documentation did not indicate reach access daily flosser failed to meet specifications. Complaint could not be considered confirmed since customer unit was not received. However history of changes demonstrated adequate controls and did not show any gaps in the production process that could potentially affect the product. Complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states.